Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was explanted. No additional adverse patient effects were reported. The return of the lead is not expected. If the product is returned, analysis will be performed and this report would be updated at that time.